Manufacturer narrative:
Additional information received from the patient's dds indicating increased dental sensitivity and a noticeable alteration in the patient's bite, particularly on the right side in the region of teeth #28-29. These symptoms developed during the course of treatment and were not present prior. The sensitivity and occlusal issues suggest that tooth movement may have occurred too rapidly or unevenly, potentially leading to misalignment on one side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they been having tooth pain and sensitivity on the bottom right. They went to see their dentist because they thought it was a cavity but it was not.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.